Event description:
Our operating room (or) has encountered 2 cases where an electrosurgical patient return electrode has left adhesive gel on a patient upon removal. When the packaging is first opened, there are picture instructions on the pad on how to remove the covering. Also, there is a tab at the top of the pad. We recommend that this tab be removed because it is easier for staff to pull off the adhesive liner with that instead of following the instructions and as a result, this can damage the adhesive or add wrinkles and this is what we think leaves adhesive on the patient upon removal. We have both defective patches from these two separate events.